Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to disconnection in cable unit, the endoscopic image cannot be displayed. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): en-ch-s400-xz-eb_om_ra6201_6.0 is stated ¿never use the camera head on a patient if an irregularity is observed.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a no-image issue caused by a processor detection problem. The issue occurred during preparation for use.the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Troubleshooting was done to find out whether the problem was with the subject device or the column; and when second camera head was tested, it was immediately recognized by the column investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had a no-image issue caused by a processor detection problem. The issue occurred during preparation for use.the procedure was completed using a similar device. There were no reports of patient harm.